Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump has black dots on the display. Customer stated that the insulin pump display was hard to read after it has been was dropped on the floor. Customer also reported to have received a no delivery and a motor error alarm. Unable to complete troubleshooting due to call was disconnected. The insulin pump is not expected to return for analysis.